Event description:
The customer's wife reported via phone call that the reservoir had a presence of air bubbles. The customer's blood glucose was 232 mg/dl. The caller stated that there was one big bubble at the bottom and a smaller one as well. The caller stated that she did not rewind the insulin pump while the reservoir was in place but later stated that she did rewind with a reservoir in place. She was advised to disconnect at the quick release and do a fixed prime until the bubbles were no longer visible. She delivered insulin through the fixed prime and was advised to change the infusion set and reservoir. The air bubbles did not persist after a set change, and the customer was advised to monitor and call back if the issue recurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.